Event description:
A malfunction alarm with code malf 12 was reported, and the customer indicated that no notable events occurred prior to this issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, confirming there was no adverse impact. Technical support provided information for resetting the pump and assisted the customer with the process. After the pump was reset, the malfunction did not recur, and the customer was advised to continue using the pump while instructed to reach out if the issue happened again.